Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The r-wave amplitude is 4.625 millivolts or less throughout the record. Ventricular capture management shows threshold increasing to a maximum of 2 volts.

Event description:
It was reported that at a follow up check, it was found that there was an increase in threshold and low sensing values on the right ventricular (rv) lead. X-ray confirmed that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator, (B)(6) 2013; 457445 implantable pacing lead, (B)(6) 2013. (B)(4).